Manufacturer narrative:
This report is filed on october 15, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site and subsequently was solved with local treatment. The implanted device remains.